Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient also experienced device extrusion on the right side. This report is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/30/2019, the mentor failure analysis lab received the device for evaluation. Additional information was received on 12/30/2019 indicating the date of explantation was 12/13/2019. Device evaluation summary: during evaluation of the device a separate material was observed on the anterior aspect, measuring approximately 1.4 x 1.3 cm. Also two crease were observed in the same view. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient underwent device removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 475cc breast implant and experienced deflation on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.